Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146443.

Event description:
It was reported that the patient presented in clinic due to fatigue and discomfort. Device interrogation revealed under sensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.